Event description:
It was reported that during a lap nephrectomy procedure, product misfired after loading second time. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with the anvil bent upward and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without difficulties. Event could not be confirmed as no cartridge was received for analysis. While no conclusion could be reached as to how the anvil became damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bend and possible a partial fire and difficult to open as the internal firing forces will increase. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).